Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after eating a large meal and temporarily disconnecting the insulin delivery to change the cartridge, then later required assistance to change both the cartridge and tubing. Symptoms included elevated blood glucose readings above 180 mg/dl for approximately two hours with device alerts for sustained hyperglycemia and no ketone testing, back-up therapy, medical intervention, or acute complications. Outcomes included transient high glucose without hospitalization or need for third-party assistance. Investigation included user interview and troubleshooting with education on cartridge and tubing replacement. Investigation of this case revealed user-related use conditions during a cartridge and tubing change with subsequent resolution after completing the change and resuming insulin delivery; the device and components were reported to function as intended following guidance. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with interrupted insulin delivery and meal-related glucose excursion.